Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty airway pressure transducer on the smart pneumatic module. The smart pneumatic module was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "airway pressure sensing failure - 1052" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.